Event description:
Customer reported device = 277 mg/dl. Customer took 21 units of insulin. At 7 pm, customer was unconscious. Paramedics were called. Treatment was received, however the type is not known. No controls used. A request was made for return product and replacement product was sent.